Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced symptomatic bradycardia, confirmed on electrocardiogram. It was also reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.